Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed motor error, no delivery, and unexpected restart error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The device was able to successfully rewind as well. Troubleshooting then occurred for the unexpected restart error. The insulin pump was not stored or out-of-use for an extended period of time. The alarm also occurred shortly after inserting a new battery. Due to the motor error alarm, the customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind, basic occlusion test, occlusoin test, prime test and excessive no delivery alarm test. The insulin pump was received with normal operating currents. The insulin pump passed the self test. The insulin pump passed the reset error test. The insulin pump passed the off no power test. Noo unexpected alarm was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.